Manufacturer narrative:
Tech found that the roll pin at foot end that holds the pedal on was broken. Tech replaced roll pin to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Brakes do not hold.